Manufacturer narrative:
One device was returned for analysis of complaint that device had false downstream occlusion (dso) alarms. The complaint was not related to a previous repair of device. Visual evaluation of device found crack on the dso seal. Functional testing was performed, and the probable cause of complaint was undetermined. Device passed pressure test within spec. No repair activities were done to address the reported problem. The dso seal was replaced.

Event description:
It was reported that the device had false downstream occlusion alarms. Event occurred at hospital during immediately on use. Operator of device was a health professional. There was patient involvement, but no patient harm/adverse event reported.